Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced pigment in the eye after halting steroid treatment. Cause of the event is unknown. Additional information was requested. No further information is available at this time. This file will be reassessed if additional information is provided.

Manufacturer narrative:
D2b - unable to leave blank. H6 - health effect code 4581 pigment dispersion. (B)(4).